Event description:
It was reported that this patient with a implantable cardioverter defibrillator (ICD) presented to the emergency department. The field representative called to see if there were any episodes in latitude. Technical services reviewed and found stored supraventricular tachycardia (svt) episodes however, there was no therapy as it was in the monitor only zone. Additionally, ts found right atrial (ra) lead undersensing in one of the stored episodes. Ts confirmed the device is operating as programmed. At this time, the device remains in service. No adverse patient effects were reported.